Event description:
On (B)(6) 2025, the user's caregiver reported that over the prior 14 hours, the user experienced elevated blood glucose (bg) readings ranging between 250 and 400 mg/dl. The user had been in bg run mode earlier in the day and was only entering blood glucose values infrequently. After connecting the fsl3+ cgm to the ilet, the system began delivering correction doses.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.